Event description:
It was reported that the patient received inappropriate shocks due to t wave oversensing on the lead. The patient was to undergo defibrillation threshold testing. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).